Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 12/31/2014 with the following findings: the top of the returned battery cap was observed to be worn; this device failure directly caused the reported issue. The returned battery cap was unable to secure to a test pump case per the instructions for use (IFU): the reported issue was duplicated. The battery cap contact measurements were within the specifications. Unrelated to the reported issue, the battery compartment of the suspect pump was observed to be cracked below the grip pad. A test battery cap was able to secure to and detach from the suspect pump case per the IFU. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap from the pump case. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.